Event description:
It was reported after using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, there was one (1) tube used that had a crack in the tube sidewall and it leaked in the centrifuge. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of these photos indicated broken/leaking used tubes. A visual examination of the 100 retained samples did not identify any instances of damaged or broken tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, there was one (1) tube used that had a crack in the tube sidewall and it leaked in the centrifuge. No adverse impact was reported regarding the patient or user.